Manufacturer narrative:
H6: patient codes updated from hemorrhage - 1888 to cerebral hemorrhage - 1889.

Event description:
It was reported that a hemorrhage occurred. Prior to the procedure, aspirin was administered. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 17.8 mm. Post-implant the patient was started on both aspirin and apixaban. The same day, the patient had an event of intraparenchymal hemorrhage of the brain. Acute parenchymal hemorrhage in the right basal brain was noted. The patient was noted to have temporary memory loss. The patient was hospitalized and treated with medication. An electrocardiogram (EKG) was performed as a diagnostic for the event. This was considered "international society on thrombosis and hemostasis (isth) major bleeding, bleeding academic research consortium (barc) index type 2". The event did not require transfusion and hematology measurements were not done. On (B)(6) 2020, the event was considered resolved and the patient was discharged home on the same day.

Event description:
It was reported that a hemorrhage occurred. Prior to the procedure, aspirin was administered. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 17.8 mm. Post-implant the patient was started on both aspirin and apixaban. The same day, the patient had an event of intraparenchymal hemorrhage of the brain. Acute parenchymal hemorrhage in the right basal brain was noted. The patient was noted to have temporary memory loss. The patient was hospitalized and treated with medication. An electrocardiogram (EKG) was performed as a diagnostic for the event. This was considered "international society on thrombosis and hemostasis (isth) major bleeding, bleeding academic research consortium (barc) index type 2". The event did not require transfusion and hematology measurements were not done. On (B)(6) 2020, the event was considered resolved and the patient was discharged home on the same day.